Event description:
The customer initially reported that during a patient event, some non critical buttons were not working on the keypad of their device. After additional evaluation of the device, it was observed that after approximately 15 minutes of operation, the charge and shock keys no longer functioned. This would not allow the device to charge or deliver defibrillation therapy to a patient, if needed. The patient was only being monitored and did not require defibrillation therapy. The patient did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed interface pcb assembly and the cause of the reported failure was determined to be due to a failure of an integrated circuit chip, designator u5.

Manufacturer narrative:
The initial medwatch report indicates: the customer initially reported that some non critical buttons were not working on the keypad of their device. After additional evaluation of the device, it was observed that after approximately 15 minutes of operation, the charge and shock keys no longer functioned. This would not allow the device to charge or deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure. The initial medwatch report should indicate: the customer initially reported that during a patient event, some non critical buttons were not working on the keypad of their device. After additional evaluation of the device, it was observed that after approximately 15 minutes of operation, the charge and shock keys no longer functioned. This would not allow the device to charge or deliver defibrillation therapy to a patient, if needed. The patient was only being monitored and did not require defibrillation therapy. The patient did not suffer any adverse effects as a result of the reported failure. (B)(4).

Event description:
The customer initially reported that some non critical buttons were not working on the keypad of their device. After additional evaluation of the device, it was observed that after approximately 15 minutes of operation, the charge and shock keys no longer functioned. This would not allow the device to charge or deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure.